Event description:
Event description boston scientific received information that this implantable cardioverter defibrillator (ICD) had displayed the elective replacement indicator (eri) with a monitoring voltage of 2.61 and charge times of 13 seconds. The gas gauge indicator lies between eol and eri. There was inquiry of longevity. In addition, there were no reports of tones and an uncertainty if this patient had been exposed to magnetic resonance imaging (MRI). An earlier call to technical services (ts) stated that this device reached eri in september of this year.